Manufacturer narrative:
Dannik has completed a thorough review of all available records related to this device and associated lot number including manufacturing and incoming inspection records for all subassemblies, components, and raw materials. This lot passed all manufacturing and quality control inspections, and no irregularities or abnormalities were found during the record review. Review of vigilance reports did not reveal any trends, as this is the second known occurrence of this issue to date on this product code, both from the same lot number and user facility. Unfortunately attempts to get additional information on this matter have not been answered and no pictures of the suspect device have been provided. At this time we believe this is an isolated incident and dannik has already taken internal corrective actions to address the root cause to ensure it will not recur in the future. Dannik will continue to monitor this issue through our vigilance system for trends and take appropriate actions as necessary to ensure the continued performance and safety of the product. If additional information regarding this incident is obtained which was not known or not available prior to this report, dannik will reopen and reassess our investigation and response at that time. We have determined that these events are not reportable as defined by 21 cfr 803 as the identified malfunctions are not likely to cause or contribute to a death or serious injury. However, this report is being submitted as an official response to the medsun report as required by our internal procedures.

Event description:
During nephrectomy, handle outside the body broke off making it difficult to retrieve the specimen and to remove the metal part of the retrieval device. No harm to patient.